Event description:
Related manufacturer reference number: 2017865-2021-39939. It was reported that the patient presented for routine device check. It was discovered that their right ventricular (rv) lead exhibited low pacing impedance and noise reversion episodes. It was noted that the rv lead had unsuccessful capture in the bipolar configuration. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2021. During the revision procedure, it was noted that the patient's pacemaker was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Therefore, explant of the device was completed on (B)(6) 2021 as well. The patient condition was stable.

Manufacturer narrative:
Device was returned for evaluation. Visual inspection found no anomalies, just those consistent with procedural damage. Electrical and mechanical testing indicated the device was functioning normally. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.